Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 183mg/dl. System check was performed and the pump performed as intended. The customer declined to remove the infusion set site in order to inspect the cannula. Reportedly, the pump is worn against the customer's skin. The customer was able to successfully complete the bolus and resume insulin delivery.